Event description:
During laparoscopic abdominal surgery (salpingoophorectomy) while surgeon was using the reusable bipolar klepenger, the tip of the klepenger came off and the surgeon was able to retrieve the broken very small (<2mm) piece that had broken off. No patient harm. X-rays taken after procedure to confirm.